Manufacturer narrative:
The device remains implanted in the patient and is not available for evaluation. The device history records were reviewed for this manufacturing lot and there were no non-conformities found to be related to the reported event. Malpositioned stent and hypotony are identified in the device labeling as known inherent risks of glaucoma stent surgery. (B)(4).

Event description:
The surgeon reported that prior to implanting the istent, the patient moved and knocked the istent off of the inserter causing the stent to be lost in the patient's ye. Clinical follow-up was requested and on (B)(6) 2016, the surgeon provided the following additional event details. The status of the istent as confirmed by post-operative imaging was confirmed to be in the capsular bag. The malpositioning did not have any adverse impact to the patient and the patient is being monitored. The patients postoperative iop was reported to be 4 mm hg. The patient's current status and prognosis was reported to be good. The hypotony event was reported to be ongoing/persistent. The surgeon will continue to monitor the pressure and stent location. Additional information will be requested.

Manufacturer narrative:
Additional information:describe event or problem. (B)(4).

Event description:
Clinical follow-up was requested and on 04/26/2017 the surgeon provided the following additional information. The surgeon has been unable to confidently view the stent, and reported that it may have not been deployed in the eye. The patient has been monitored, and there has been no adverse impact. The event was reported as resolved.

Manufacturer narrative:
(B)(4)

Event description:
Clinical follow-up was received on 09/08/2017 and the surgeon reported that there continues to be no adverse impact to the patient who is being monitored.